Manufacturer narrative:
Trackwise#: (B)(4). The device was not returned to maquet cardiac surgery for investigation; however, photographs were provided by the account. A photographic evaluation was conducted. Signs of clinical use and evidence of charred material was observed on the heater wire. There were no visual defects observed on the intact clear silicone insulation on both the cold and hot jaws. The heater wire was observed to be flexed away from the hot jaw from the base of the hot jaw with detachment at the tip of the hot jaw. There were no other visual defects observed in the photograph. Based on the non-return of the device as well as the photographic evaluation, the reported failure "material twisted/ bent wire" was confirmed. The lot # 3000356123 history record review was completed. There were (02) ncmrs , rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
Tw ID#(B)(4). Since the device is not available to be returned to us, a technical evaluation cannot be performed. Per our standard sop's, all events are tracked and trended to determine whether or not any trends develop.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 harvester was using the device to harvest the saphenous vein. After the dissection process was completed the harvester starting to use the hemopro 2 to ligate branches. However, it was eventually noticed that the metal within the jaws had separated from the outer coating. The jaws of the harvesting tool were not open during insertion into the cannula. Due to this defect, the device was considered unsafe to use and it was removed from the surgical field. Photos provided by the complainant show the metal wire detached. A new hemopro 2 was opened and the case was finished with no other complications. The only surgical delay was the time needed to open a new device, which was about 2 to 3 minutes. No injuries occurred due to the defect.